Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set's cable detached from the union between the adhesive patch and the cable. This issue had happened with two sets. The site of location was the patient's leg and the pump was on the same side. The infusion had been in use for two days and they were stored in its box. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.